Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reports that the patient was intubated with the taperguard endotracheal tube for a week when a sub-glottic stenosis was noticed. The endotracheal tube was removed and the patient was transferred to a tracheostomy tube. The customer confirmed the taperguard endotracheal tube was disposed and no more information can be provided; however, attempts to gather additional information are being made.